Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation was received on october 05, 2022, with lot number: 1861601. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on radius side assessed to a fold flaw opening and two openings in the posterior side assessed as to surgical damage. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.